Manufacturer narrative:
The manufacturing records for contour next test strips lot # 8kpec10a were reviewed and it was determined that the incorrect expiration date was printed on the label. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate called on behalf of the customer to report that they received contour next test strips lot # 8kpec10a with expiration date of 30-nov-2020. Based on the lot # of the test strip, the correct expiration for this lot is 31-oct-2020. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
Sections e2 and e3 of the initial report indicated the initial reporter as health care professional and the occupation as nurse. The primary reporter of this event was an advocate calling on behalf of the customer. Section e2 has been updated with the correct information. Section e3 cannot be updated as it should be blank.